Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed high right ventricular (rv) and left ventricular thresholds in this patient with congestive heart failure (chf). Around the time that the increase in thresholds was observed, the patient's chf worsened which resulted in hospitalization. Loss of myocardial capture resulting in syncope was also observed. Noise on the rv lead was also noted. The rv lead pace/sense impedance was fluctuating. The patient is to be follow up with in one months time. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is avialable and our investigation is complete at this time. Should additional information become available, this reprort will be updated.